Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up post implant procedure. It was noted that the patients right atrial lead exhibited high impedance. Several attempts were made to reposition the lead but it was noted that the lead exhibited failure to capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.